Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported inability to fully close the clip was not confirmed via returned device analysis. The returned device analysis was able to close the clip and insert it into the clip introducer. The discrepancy between what was reported (clip unable to fully close) and what was observed (clip able to fully close) may have been due the amount the arm positioner was turned to the clockwise direction during clip closing; however, this cannot be confirmed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip did not fully close prior to patient use. Although there was no patient involvement,if this were to recur in the anatomy, an incompletely closed clip cannot be withdrawn through the steerable guide catheter and has the potential to cause tissue damage. It was reported that during preparation of the clip delivery system (cds), the clip would not fully close. Due to the opened clip, the clip was unable to be inserted into the clip introducer. The device was set aside for return. There was no patient involvement. There was no additional information provided.